Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported that the patient underwent an open reduction internal fixation of the distal tibia on (B)(6) 2012. Patient returned on (B)(6) 2013 for treatment of nonunion. Fracture site was opened and hardware was removed. Nonunion site was prepared and ankle joint was prepared for fusion, fixator plate, and screws. Antibiotic cement was placed in nonunion site. Patient will return in six weeks for bone graft procedure of nonunion site. This is report 1 of 3 for complaint (B)(4).